Event description:
It was reported that during a procedure using a dyonics rf-s whirlwind 90 probe, the surgeon alleged that the tissue looked browner and more burnt than it typically appears. No further details regarding the severity of the event, the treatment or any patient details have been provided; however, no further patient complications have been reported as result of this event.